Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation, and no issues were found related to the reported issue. The visual inspection of the returned device confirmed that the catheter tubing completely separated from the proximal assembly. The cap was unable to be untwisted from the mac-loc subassembly. Biomatter was present. The mac-loc was in the locked position. No cracks or defects were observed on the proximal assembly. Two threads were present between the mac-loc and cap. The flare looked concentric with no obvious damage from being pulled from the proximal assembly. The outer diameter of the flare measured within specification. The cap inner diameter was measured to be within specification. The failure mode could not be duplicated due to the tubing already being separated from the proximal assembly. Photos, operating reports, x-rays, and scans were requested; but the reporter indicated that no such material will be provided. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the hub of the ultrathane multipurpose drainage catheter became disconnected from the rest of the drainage catheter. The drain was originally placed uneventfully on (B)(6) 2017, with no complications reported. On (B)(6) 2017, the patient returned to the radiology department after the product problem was observed. The circumstances surrounding the usage and handling of the device leading up to the reported device malfunction were not known by the reporter. Once in the radiology department, the device was removed over the wire with no complications, and a new product was placed in the patient. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.